Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported that the patient had a bad fall and landed partly on the side back and front and had a bruise completely covering the implant. It was noted that the patient had a bruise across their battery and rib cage. It was noted that the patient took a serious fall last well on a tile floor and land directly on the implantable neurostimulator. It was noted that the patient did not want to talk further about the fall. It was noted that the patient had swelling and bruising at the thoracic area. Additional information received reported that the patient fell in july and hurt their foot and tendons. It was noted that the patient went without stimulation for two weeks. It was noted that the stimulation was turning off. It was noted that this occurred after a fall on 2013-07-13. It was noted that the patient felt that they did not feel like they were doing as well as before. It was noted that this caused a lot of bruising on the ribs, swelling, bruising on the head. It was noted that the patient¿s status was good. It was noted that the patient was reprogrammed last week and everything was working good now.